Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call receiving no delivery alarms during basal since (B)(6). The customer reported that the day of the call the insulin pump alarmed no delivery. Blood glucose value was 13 mmol/l. Customer reported the alarm was resolved by a complete set change. The reservoir would be replaced and returned for analysis.